Manufacturer narrative:
Philips received a complaint on the als device indicating that the device displayed an internal error and an x appears. There was reportedly no patient involvement. A philips field service engineer (fse) evaluated the device onsite and it was determined that this was a malfunction of the high voltage capacitor, which was replaced, and the device was returned to full functionality. The device remains at the customer's site. No further action is warranted at this time.

Event description:
It was reported to philips that the monitor displays an internal error and an x appears. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.